Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested on 05/20/2011, 05/23/2011(2), 06/09/2011, and 06/14/2011. (B)(4).

Event description:
A healthcare professional reported that 3-4 pts over a period of weeks experienced post-operative iritis after use of this product which had been refrigerated. The pts were treated with steroid drops. The reporter indicated that the ophthalmic surgeon was not blaming the product for the events but could not identify a cause. Additional info was requested.